Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific procedure date(s) if known how many needles fell off out of the package (not used on patient)? If unknown, please indicate. How many needles fell off while suturing? If unknown, please indicate please advise if this occurred with product code j496g, lot mpz022 ?

Event description:
It was reported that a patient underwent a sub-q-port removal procedure on an unknown date and suture was used. It was reported that the needle fell off the suture while suturing and tightening knots. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Representative samples of product code j496, lot mpz022 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements .